Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 51 mg/dl at the time of admission, and 172 mg/dl at the time of the call. The customer was given food and juice to treat. The customer experienced symptoms such as disorientation and high blood pressure. The customer was wearing the insulin pump during the incident. The customer's pump clock was off and they were not getting the correct basal and bolus insulin. The customer is using a competitor's sensor system which is not reading accurately. The customer also lost a lot of weight. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.